Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one lead migrated, and the other lead was fractured. Confirmed via CT scan, surgical intervention took place on (B)(6) 2025, where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.